Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to high blood glucose levels of 400 mg/dl. The customer stated that he was feeling dizzy, and had been experiencing high blood glucose levels for the past month. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's healthcare professional determined that the customer was close to kidney failure. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.